Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 3/21/2019. Device returned to manufacturer: yes . Device evaluation: the sample was received within its original box and daisy wheel at the manufacturing site for evaluation. The returned product was visually inspected with an unaided eye revealing half of the lens was returned, the condition of the returned lens is possibly due to explant. Further evaluation not possible. The complaint event cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. No nonconformity report, discrepancies or deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specification. A search in complaints history revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. The complaint event cannot be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, give date: not applicable as the lens was inserted and removed. If explanted, give date: not applicable as the lens was inserted and removed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of a model zct150 toric iol (intraocular lens) into a patient's left eye (os), there was a capsule tear with apparent vitreous fluid leaking. As a result, a vitrectomy was performed, and the lens was removed from the eye requiring an incision enlargement. Patient outcome was only noted as the patient was discharged home. No additional information provided.